Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing inadequate relief and stimulation on a non targeted area due to lead migration. During the revision procedure the physician could not advance the lead due to scar tissue which resulted to the explantation of the whole system. The patient was doing well postoperatively and will retrial at the lower thoracic spine. Explanted devices was disposed.